Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The guidewire returned inside of a hoop. The hoop did not show damages. The guidewire had the distal tip bent and kinked; the kinked section was located approximately at 0.3 cm from the proximal end. The body of the guidewire was kinked approximately at 171.7 cm and 172.7 cm from the proximal end. No more damages were found.

Event description:
It was reported that guide wire tip fracture occurred. During unpacking of a 182cm choice guide wire, a fracture of the tip was noted. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that guide wire tip fracture occurred. During unpacking of a 182 cm choice guide wire, a fracture of the tip was noted. The procedure was completed with another of the same device. No patient complications were reported.